Manufacturer narrative:
The device was replaced under warranty. Stryker product analysis center (pac) evaluated the customer's device and observed that the device would not power on when the lid was opened. The cause of the reported issue was isolated to the reed switch sw5

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not power on when the lid is opened. There was no patient use associated with the reported event.